Event description:
During device preparation for the af procedure, it was noted that the catheter was connected to the tactisys, however there was no contact force available. It was exchanged but the issue continued. It was exchanged again, this time to a different lot number and the issue was resolved. The procedure was competed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.